Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: primary or secondary tubing with texium ends would start leaking from the connection point. Leaks would regardless of how tight the connection was secured. Lot numbers: secondary set used by cci pharmacy (25095250). Primary line set used by infusion rns (25085817). Outcomes: 1 patient had hazardous drug spill onto their shirt. It was promptly cleaned and rinsed. All patients who experienced leakage from tubing did not receive 100% of their dose.

Manufacturer narrative:
Additional information: (d.4.) Device expiration date; UDI (h.4.) Device manufacture date. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information